Manufacturer narrative:
The device was evaluated by the bench tech, no product malfunction was detected but required calibration only. Upon conclusion of the evaluation, it was determined that this was no malfunction of the device, only calibration was completed, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device requires service/calibration. No specific issue was provided. There was no patient involvement.